Event description:
Caller reported tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed cartridge alarm 34 and verified that no external magnets had caused the issue and that it didn't occur during the load process. It was established that the customer had not previously reported alarms with this specific pump but had experienced alarms with consecutive cartridges. Technical support decided to replace the pump, sending one with updated software, as the customer's current pump software was outdated. Customer was informed about returning the faulty pump via ups, provided with storage mode instructions, and advised to program settings and connect their cgm to the replacement pump.